Event description:
It was reported that the patient had broken peripheral leads. The impedance was checked and it was found that the leads had high impedances, greater than 10,000 ohms, on electrodes 0 and 3 on one lead and electrodes 4 and 5 on the other lead. The patient symptoms were reported as less than 50% therapy relief. It was noted that the patient described an increased need to recharge and a change in stimulation. Programming around the high impedances was done, the patient achieved adequate coverage with the reprogramming, and no other interventions were planned.

Manufacturer narrative:
Concomitant products: product ID 3888-33, lot# v483090, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot# v482979, implanted: (B)(6) 2010, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).